Manufacturer narrative:
Additional information to: product evaluation has been completed on the returned lens. One iol was returned loose in a plastic zip lock bag. The original packaging was not returned. The part number and serial number cannot be verified. However, the lens does have the appearance of the reported lens. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found both haptics torn from the optic and were lying loose in the bag. The optic had been cut or torn nearly in half. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition of the returned product. There have been no similar complaints for this lot number and there are no open nonconformances or capas for this complaint type. Based on the information provided, we are unable to determine a root cause. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
The lens has not been returned for evaluation. Investigation is in progress. A follow up report will be submitted upon the receipt of additional information or evaluation results.

Event description:
Patient reported having blurry vision and noticed a decrease in their vision five years and ten months post cataract surgery. Five days later the lens was removed from the patient¿s left eye. The doctor observed iol subluxation and planned to reposition the lens, however, due to excessive parkinsonian tremors and choroidal hemorrhage intraoperatively, he could not get the lens to rotate properly. The surgeon reported that the cause of the sublux is unknown. There was no trauma or history of zonular dehiscence reported. The lens was explanted and replaced with an iol of the same model and diopter. The patient is currently following up with a retina specialist.